Event description:
It was reported that patient has left hip dislocated, pain, swelling, difficultly walking, fluid pocket around hip, elevated levels. Patient is scheduled for a left hip revision surgery on (B)(6) 2015.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device currently implanted.